Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe that was reported to have an image clarity issue was unconfirmed. The unit is giving a bright and clear image. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported, we have a probe that was reported to have an image clarity issue. I had the staff swap it with another and it looks like the probe is showing poor imaging regardless of the site rite device that it is attached with. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, we have a probe that was reported to have an image clarity issue. I had the staff swap it with another and it looks like the probe is showing poor imaging regardless of the site rite device that it is attached with. No other information was provided.